Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the anesthesia workstation failed the system check out due to leakage. There was no patient connected to the anesthesia workstation at the time of the event. (B)(4).

Event description:
Importers ref #: (B)(4). Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Additional information such as performed service intervention, defective or replaced part and device logs covering the event has been requested, but no information was provided by the hospital. The hospital did not request any service from our organization. Our conclusion which is based on the problem description is that the reported issue was most likely caused by leakages due to the user forgot to install at least one of the co2 absorber bypass valves in the patient cassette before performing a system check out (sco). This led to the reported failing sco and leakage. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).